Event description:
Information was received from consumer regarding a patient who was receiving dilaudid 1.0 mg/ml; 0.1001 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient wanted to find a doctor close to her to manage her pump and provide her with breakthrough norco. The patient was crying; none of the pain doctors in her area will take her because she has a pump. The patient can barely breath, talk and barely walk and she was getting worse. The pump moves around under the tissue and she had to hold it. It had not built up scar tissue yet. In 2010 the patient had life support and laid in the intensive care unit (ICU). The patient had dnr (do not resuscitate) but it was not honored. The patient had a spinal compression. The patient had a broken back and only has a small percent of lung capacity which had occurred prior to pump implant. The patient¿s chest hurt real bad because her heart was not getting oxygen and she has short term memory loss from the second time she was dnr but they revived her anyways. The patient did not have the energy to go on. The patient was a ¿train wreck and the walking dead¿. The patient was sick and had only 27% of her lung left and it hurt to talk. The patient had the pump due to total colectomy, acute respiratory distress syndrome (ards), interstitial lung, spinal compression fractures that were cemented in 2011 and left avascular necrotic hip that was replaced. The patient was in an awful facility that was full of mold. The patient was ¿slammed with the hurricane and robbed.¿ the patient ¿needs to rip her belly open and take the pump out¿. The patient had contacted healthcare professionals and no one wanted to ¿touch her¿. The patient had an appointment with a doctor on (B)(6) 2016. The patient had begged orthopedic healthcare professionals (hcp) ¿to tear this pump out of her¿. There was medication in the pump until (B)(6) and the hcp¿s have refused to remove the pump because it has been the first thing that has helped the patient and believed that it should be left in.

Event description:
Additional information was received from the consumer on 2016-nov-23. It was stated that in 2010 due to a surgery, she had a do not resuscitate (dnr) that wasn¿t followed. The patient went to a different city where the daughter ¿lured her there and abandoned her¿. The patient moved back and it was the reason she was having a hard time locating someone. It was stated that the pump in her was the last option to take. On (B)(6) 2016, the patient stated all she needed was a healthcare provider (hcp) for was pain and breakthrough pain. The patient had a brand new bloodclot in her lung since the pump. The patient¿s heart was worse and stated hospice was afraid to take the patient on. The patient stated it hurt to talk and their chest hurts. The patient was seeking comfort and hospice wouldn¿t even take them on. A week after the implant on (B)(6) 2016, the patient had her first adjustment to the pain pump and had to carry it with her everywhere she goes. On (B)(6) 2016, the patient went to the emergency room (ER) and that was when the blood clot was discovered and the patient was discharged. The patient spoke to three people there (social worker and two nurse managers) and ¿not any of them helped her¿. The patient stated that she was the ¿walking dead¿ and there was no reason she should be alive. The patient stated everyone does not realize how much pain she endures and feels enough is enough. The patient was sick and tired of having people telling her how she feels and how she is; the patient stated she ¿knows her body¿. The patient stated she was right in front of her pulmonary specialist a week before she went to the ER. The patient ended up in the ER as she always did with chest pains and that time it was really bad. The patient¿s upcoming refill date was (B)(6) 2017 if it stayed at the same rate, but reviewed that people can build up tolerances. The patient saw her primary care physician on (B)(6) 2016 and they were going to put in a stat referral and they wouldn¿t take the patient¿s case. The patient stated that they wanted to ¿rip it open and tear out the pump¿. The patient stated that they only had 27% of their lung and was the ¿walking dead¿. The patient stated that there was no medical reason she was supposed to be alive.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, the patient reported again the symptoms that they had reported previously. The patient stated again that they may have to cut themselves open and remove the pump. The patient noted that they will be at 7 years with ¿24/7 non-stop pain¿ and that ¿everything is wrong¿ with them. According to the patient, doctors who look at the pump state that it ¿floats in \[the]" belly since original implant¿. The patient reported that their reservoir would be empty in (B)(6) 2017, but did not wish to be alive that long. The patient noted that they could not go to the ER and that no doctor would take them. On (B)(6) 2017, the patient reported that the pump had started to hurt 3 weeks prior. The patient described the pain at their pump site and stated that it hurt in their abdomen. The patient noted that they were getting worse and needed hospice. The patient reported again that they could not find any one to manage their pump and refill or adjust it. The patient also reported that their lungs were almost gone and they cannot drive or fly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was at a low dose of dilaudid and the concentration was one to one. The reporter was calling for physician listings. The event date was (B)(6) 2016. It was reported the patient wanted the pump taken out due to fear from field actions. It was noted her pump was on the list that were recalled. The patient felt that she should not have had the pump implanted if it was recalled. The patient feared the pump malfunctioning and asked about recalls. It was also reported the patient¿s pump still hurts. The patient had an appointment with the doctor on (B)(6) 2018. The patient had one dose increase since working with this doctor. It was noted the pump moved around and hurts in her abdomen and left quad. The patient was redirected to their hcp. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(4) 2018. The patient confirmed that she was on the same medication (dilaudid) that was reported on (B)(4) 2018 and that there had been no changes. The patient again reported other medical issues, which they had reported previously. It was reported that the patient was scheduled to see a surgeon on (B)(6)2018. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient would be seeing the hcp regarding her pain pump, scheduled to be removed (B)(6) 2018. The device was currently in place. No further complications were reported.